Event description:
Smiths medical international ltd., has been notified of an event of where the user alleges they previously used a shiley tube on the pt with its cuff deflated. They placed a suctionaid tracheotomy tube instead of shiley tube for operation. The hospital adjusted the cuff pressure at 20cm h2o using cuff pressure gauge. One day after tube in place the pt had an x-ray in a wheelchair. The pt had a bad complexion. Sp02 was found to have dropped. It was found the tubes had been accidentally removed from the pt. It seemed that little air remained in the cuff. Although, the tube had been fixed with vbm neck tape, the pt is thin and the stoma is located in a rather lower part of his/her neck. Due to this, the neck tape had been wound around the tube slightly forming a v shape.